Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that she was hospitalized due to high blood glucose. Customer's blood glucose at time of 911 called was 800 mg/dl. The customer time and date of 911 called was summer of 2012. Customer was admitted to the hospital. The customer cause of 911 called was diabetic ketoacidosis. The customer stated that she was put on a vent and in hospital about a week and blood glucose were back to normal then she was released and went back on pump. Customer wear wearing the pump at time of 911 called.